Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported two blunt trocars noted during insertion when performing a vitrectomy surgery. After the two trocars were inserted the surgeon used another pack. The reporter informed that the trocar valves were also leaking. The reporter informed that the "stats were very irregular; this was apparently caused by the eye pressure, pushing excessively to get the trocars in place." Additional information and product sample have been requested for this report. Upon follow up the reporter informed that there is no additional information available. This is the second of two product report associated with this event.

Manufacturer narrative:
Only blade and handle assemblies were received and no trocar cannula/hub assemblies were received for evaluation; therefore visual and functional testing could not be performed for the complaint of leaking trocars and the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. (This complaint does not identify a reported lot and no trocar cannula/hub assemblies were returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection.) The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).